Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on september 23, 2019 stated that the customer was deceased. An earlier report by the attorney for the customer stated the customer had high or low blood glucose levels, and no further information was provided.

Manufacturer narrative:
Please reference MDR 2032227-2019-72549 for documentation on the insulin pump for the same event.